Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual ui ¿ mics board part was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the part and showed no physical damage. The ui-mics board was installed onto the test machine. The test machine was powered on and the cdx mode functioned as intended. A dvd rom drive was plugged into usb2 and ¿remove usb device 2¿ message was encountered as intended. System was then powered ¿off¿ and then powered ¿on¿. There were no issues or problems encountered during the power ¿on¿ sequence. ¿remove usb device 2¿ was cleared. The test machine was placed into dialysis mode for 15 minutes and there were no issues or problems encountered. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The part performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the fresenius hemodialysis (hd) machine was experiencing issues during treatment. It was reported that the usb error message stops the treatment and prevents blood from getting returned to the patient. There was no other problem reported. It was reported that the ui/mics board was swapped, and the issue was resolved. The customer confirmed that there is nothing plugged or was plugged into the rear usb connection. The customer was referred to the parts department for a return goods authorization (rga). Additional information was requested but to date, has not been provided.